Manufacturer narrative:
The tandem t:slim guide indicates, "it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing ongoing elevated blood glucose (bg) levels in the morning (in the 400's mg/dl). To address the bg level, the customer delivered correction boluses with the pump. Reportedly, the customer's health care provider (hcp) recently discovered that the cause of the elevated bg level was due to the customer's pump time being inaccurate by 12 hours from the current time. Reportedly, the customer believes accidentally making this change when adjusting the pump for daylight savings. After the recent visit to the hcp's office, the customer successfully adjusted the pump time which resolved the elevated bg levels.